Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a cholesteatoma resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
Per patient's surgeon, the device is not available for analysis.(B)(4). Device not available for analysis.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which was found by the peritoneal dialysis (pd) nurse while downloading the home patient's (hp) procard. The baxter technical service representative (tsr) explained the meaning of the alarm. The tsr advised the pd nurse to instruct the hp to call when the alarm occurs. The sample was discarded. Proper procedures per the user manual were reviewed with the rn. Product surveillance contacted the pd nurse regarding the reported problem. The pd nurse stated she spoke to both the patient and his son and instructed the patient to call the baxter 800 number as well as the dialysis center whenever he receives a system error 2240 alarm. The sample was discarded and there was no injury or medical intervention. The home patient is continuing therapy on the cycler with no further issues.